Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 22/apr/2019 a review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a patient experienced the events of ¿rupture¿, ¿pain¿, and ¿solid nodules¿. The device was explanted.

Event description:
A healthcare professional reported a patient experienced the events of ¿rupture¿, ¿pain¿, and ¿solid nodules¿. The device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a striated edge opening assessed as surgical damage pain: unable to confirm as it is a medical event not related to the device. Lump/nodule: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Inflammation/irritation: unable to confirm as it is a medical event not related to the device. Additional observations: no other observation observed in the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture, solid nodules, severe pain, "capsular contracture (grade unknown) that evolved into rupture", "leak problem in the drain", "embarrassed and depressed life due to the aesthetic damage", pain in arm, "right arm was inflamed due to the rupture of the prosthesis", emotional and physical stress, psychological pain that was impossible to restore, silicone leakage for subcutaneous tissue. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.